Manufacturer narrative:
Upon further assessment, the report regarding the ophthalmic knife not functioning does not meet the criteria for a reportable event, and recurrence is unlikely to result in serious injury. Hence, the reports will not be submitted under the manufacturer reference number (B)(4). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that ophthalmic cutting knife was not functioning during vitrectomy surgery. The procedure was completed after replacing it with a new one. Patient impact details have not been provided. Additional information has been requested; none has been received till date.